Event description:
Report of cassette alarms resulting in delay of therapy received. A nurse anesthetist from a cardio-vascular surgery dept reported that while in the middle of an unspecified open heart surgery procedure, the pump gave cassette alarms. The pump had been infusing. Epinephrine at an unspecifed rate for an unknown period of time. There was an approximate delay of "five to ten minutes" while staff attempted to troubleshoot the alarms. The infusion was resumed after six pumps were tried with same tubing. The pt did not experience any adverse effects. No additional info was available upon request.